Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leakage from the r1 pipettor. The fsr replaced the syringe assy which resolved the issue. No additional discrepant result issues were reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any did not identify any similar issues related to the complaint issue. A review of tracking and trending for the syringe assy did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial: (B)(6) or the syringe assy was identified.

Event description:
The customer reported false nonreactive alinity I anti-hbc results for multiple samples on (B)(6) 2025. The samples were repeated after instrument troubleshooting and generated reactive results. The following data was provided: sample (B)(6): initial result = 0.72 s/co, repeat = 3.58 s/co. Sample (B)(6): initial result = 0.83 s/co, repeat = 5.86 s/co. No impact to patient management was reported.

Event description:
The customer reported false nonreactive alinity I anti-hbc results for multiple samples on (B)(6) 2025. The samples were repeated after instrument troubleshooting and generated reactive results. The following data was provided: sample 1: initial result = 0.72 s/co, repeat = 3.58 s/co sample 2: initial result = 0.83 s/co, repeat = 5.86 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.